Event description:
The patient reported that their device was not working. The call was dropped, and no further details were provided. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that the device was working. The device previously wasn't working due to operator error.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.